Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m5230g. Additional information requested and received: was the procedure a laparoscopic duodenal switch or a sleeve gastrectomy? Lap ds did the device staple? Yes. If yes, what was the appearance of the deployed staples? See photos. Were there any staples missing from the staple line? Unknown (see photo) staples all in bunch intra-operative photo received. Based on the photographic evidence, the belief is that the complication was probably one or an interaction of some combination of the following factors: tissue thickness to cartridge mismatch, a migrant staple picked up by the knife, or crossing of an existing staple line.

Event description:
It was reported by the affiliate that during a sleeve gastrectomy procedure, on the fundus of the stomach, when the surgeon fired the last firing, the knife of the stapler pushed the tissue forward without transacting it. Surgeon removed stapler, opened a new same like and placed in a new gold reload however the exact issue occurred again. The surgeon then decided to over-sew the tissue. The surgical staff has also noted it is extremely difficult to remove the paper/film packaging layer of the product. There were no adverse consequences for the patient reported. There was a delay of twenty minutes.